Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. Update: pt was revised to address elevated metal ion levels, pain and loosening.

Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. (Right side) update: sticker sheet received. Product and lot numbers were identified. The reason for revision is still unknown. Doi: (B)(6) 2007 - dor: (B)(6) 2011. Update: patient was revised to address elevated metal ion levels, pain and loosening. The sales rep was aware of this information at the time of revision; however, it was reported to depuy late and is now being updated to the complaint. An additional MDR was reported as the reason for revision was identified. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.